Event description:
It was initially reported that ever since implant patient experienced a headache described as head was exploding and there was a horrible pain in his neck. A muscle relaxant was advised to the patient by the physician on (B)(6) 2011. It was later reported by the healthcare professional (hcp), that there was a volume discrepancy: actual residual volume was greater than the expected residual volume; arv: 18ml, erv: 2.5ml. Per the hcp, there were no stalls, no issues with the attached sc connector and good csf (cerebrospinal fluid) backflow was observed. Drug delivered via the device was morphine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter model: 8709sc, serial # (B)(4), implanted on: 2011-(B)(6), explanted on: unk.

Event description:
The catheter disconnected and was revised in (B)(6) 2012.